Event description:
Customer states that during a cath study on a patient a code blue occurred. Customer alleges that a code call was initiated, but it toned incorrectly at the master station causing a delay in patient treatment. Patient expired. Customer states the delay in treatment did not cause or contribute to the patient outcome.